Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 5.3 mmol/l (performa)(system 1) and 3.1 mmol/l (mobile)(system 2). Customer reported he is positive that the result obtained with the mobile is accurate. No adverse event reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).